Event description:
Customer reported when the alarm is set to voice and tone and the voice portion sounds, customer only hears a clicking sound. Batteries have been replaced with a new supply. No visible damage to the outside of the alarm reported. The date when the issue was discovered is unk. No pt incident or injury was reported.

Manufacturer narrative:
Results - eval of the returned product confirmed the reported issue. Eval revealed the pre-recorded message does not play; there is a clicking noise instead. The tone function sounds as it should. Visual findings revealed the battery door is missing. The aqualert water indicator shows moisture exposure. The unit battery springs and flat contacts are corroded. The unit case has a dent near the on/off switch. (B)(4).